Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon device interrogation the patient reported diaphragmatic stimulation while in certain positions (e.g. Lying on back). The patient discussed the matter with the physician and left ventricular (lv) lead outputs were lowered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.